Event description:
User called into emergency support program (esp) line to request support with a catheter restriction alarm on cardiosave intra aortic balloon pump during use. User switched the balloon pump, and it fixed the problem. The esp personel reviewed other topics like kink, patient position, off label-axillary insertion of balloon, restarting of pump and standby mode etc. No harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.